Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller was reading a note that said there was a '2018 possible revision' but the caller had no further information. Additional information was received from the healthcare provider (hcp) on 2026-feb-16. The hcp reported that the device removed and replaced on (B)(6) 2024. The patient had not showed to their follow-up appointment and no other appointments were made. They included a medical chart which stated they the patient had their device tested and adjusted however they still had symptoms. The patient reported that the device was "coming out their [buttocks]." The patient reported difficulty urinating, hematuria, and incomplete emptying. Upon inspection and palpation, the hcp reported that the device was in the right gluteal pocket. It was under the skin with thinning of the gluteal fat pad but with no evidence of redness or inflammation noted. The patient reported to the hcp that they had not improved with reprogramming of the device. They discussed various options for management including replacement of the device. However, the patient was complaining of the generator causing them discomfort. They discussed that this could happen at any point with these devices in which case the only solution would be to remove the device. The patient did not wish to have the device removed but replaced so they decided to pursue this. On (B)(6) 2024, the patient underwent the removal and replacement of the device.

Manufacturer narrative:
B3: correction submitted to update event date to asked/unknown. H6: correction submitted to add c50789. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.